Event description:
The consumer reported receiving 2nd degree burns to her neck and shoulder after falling asleep on the heating pad. The instructions for use on the heating pad state not to lay or lean against the heating pad, and not to sleep with the unit.